Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. Receiver download testing was was performed and passed.  Receiver functional test was performed and passed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/19/2019 that on (B)(6) 2018 the trend arrow was missing on the receiver. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.